Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer¿s blood glucose level due to this issue, as the customer declined to provide information on any potential impact. Technical support confirmed that the customer used the correct charging cable and wall adapter but initially failed to charge the pump despite following the recommended troubleshooting steps. However, the issue was resolved during the contact.